Manufacturer narrative:
The product has been returned for evaluation and testing; however, the evaluation has not being completed.

Event description:
First trial of regatta middle weight wire in the hosp in another country, first case. A cute mi, worked well in first part, after stenting wanted to go into a sidebranch, no problem stent in place and when they wanted to take the wire out, it stuck to the stent struts and the distal part fell off in the vessel (appr 3cm, the radiopaque part) and is still in the body.